Event description:
It was reported that (1) atw35 was used during an right liver resection procedure. It was reported by the rep that the atw35 was placed over the hepatic vein. The instrument was closed with no apparent problem. The instrument fired with no apparent problems. The instrument was released with slightly more "delay" than normal". The inspection of staple line appeared in the surgical field. The source of this blood was identified as a non hemostatic hepatic vein. Inspection of the integrity of the staple was difficult due to the large amount of blood in the field. It appeared that the distal portion of the staple line appeared was still intact. The proximal portion of the staple line appeared to not have any staples present. It is unknown how the case was completed and there was extended or time by one hour. 04/14/2000 facility medwatch, 45-0076-2000-0002, received stating "endopath ets flex endoscopic articulator used in lever resection. 20 minutes after load fired, wound filled with blood. Site repaired. Hemostasis maintained. Exploratory laparotomy, intraoperative ultrasound of the liver, cholecystectomy and right hepatic lobectomy performed on 04/03/2000.